Event description:
In 2004, cytyc's internal sales department received a call from the office manager of facility reporting that a pt may have ingested some of the thin prep solution (preservcyt solution). Cytyc's internal sales rep read the instructions from the msds to the caller and faxed a copy of the msds to the office. Cytyc's technical support later followed up with the doctor's office who reported that the pt did not actually ingest the solution but barely tasted it (put it to their lips). There was no sample in the solution at the time. It was determined by the dr at the family practice that the pt did not require follow up or a visit to the e.r. Technical support has not received any reports of adverse reaction in this case since it was reported to cytyc. If cytyc obtains additional info it will be forwarded to the FDA via a supplemental report.